Manufacturer narrative:
Based on the information provided, the physician indicated that the cause of the post-procedure complication was due to the patient's pre-existing condition of atrial fibrillation, which was diagnosed prior to the procedure. There was no allegation that a malfunction of an ion system, instrument, or accessory having occurred. Therefore, no product is expected to be returned. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. The logs were reviewed by isi advanced failure analysis (afa) and the following findings were obtained: error logs for all procedures performed that day were reviewed and no errors were found that would be relevant to the reported complaint. Based on the information provided at this time, this complaint is being classified as a reportable complaint due to the following: a patient underwent an ion endoluminal biopsy procedure for a left lower lobe lung nodule and suffered a stroke after waking up from anesthesia. According to the physician, there was no malfunction of an ion product during the procedure and the procedure was not prolonged. The patient was diagnosed with atrial fibrillation before the biopsy and was not on any anti-coagulants. The patient was cleared for the procedure by her cardiologist and was supposed to start the anticoagulants after the procedure. The physician stated that the cause of the stroke was pre-existing atrial fibrillation. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. The date of manufacture was not available.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure for a left lower lobe lung nodule and developed a stroke after waking up from anesthesia. Per the physician, there was no malfunction of any ion products. The physician completed the biopsy of the left lower lobe without any issues. The procedure was not prolonged. Upon waking up from anesthesia, the patient had right hand weakness and aphasia. An MRI of the brain showed a stroke in the distal m3 region. The patient was subsequently started on aspirin and a pacemaker was inserted. The aphasia has resolved but the patient has some minor loss of fine motor function of the right hand. The patient will be started on anti-coagulants at a later unspecified date. The patient was diagnosed to have atrial fibrillation before the procedure but was not started on any anticoagulants due to the impending biopsy procedure. The patient was supposed to start anticoagulants after the procedure. The patient's cardiologist gave her clearance for the procedure. The physician said the cause of the stroke was atrial fibrillation and an ion product did not cause/contribute to the post procedure complication. Demographic information of the patient was enquired but not provided.